Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that after the introducer needle was inserted into the basilic vein and the blood return was confirmed, the guidewire was inserted, but it became stuck and could not be advanced to the blood vessel. Therefore, the guidewire and the introducer needle were withdrawn together. After the removal of both the guidewire and the introducer needle from the patient body, the doctor tried to remove the guidewire from the introducer needle, and it was reported that the coil of the guidewire was frayed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed but the root cause was undetermined since the sample was incomplete. One 21g green hub introducer needle, guidewire, 5fr d/l powerpicc, and stylet were returned for investigation. The distal end of the guidewire was unraveled. A microscopic examination revealed that the weld tip was missing from the distal end of the guidewire. The break in the coil wire exhibited a granular surface. A tactual investigation revealed that the coil wire could be stretched over the core wire. The non-damaged section of the guidewire passed through the introducer needle without any restrictions. The outside diameter (od) of the guidewire was measured with the calipers and was found to be 0.0175¿, which was within specification. This type of damage can occur if the guidewire is retracted within the introducer needle and the damage most likely occurred during use; however, since the weld tip was not returned for investigation, the exact cause of the damage could not be determined. One of the precautions in the IFU states, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that after the introducer needle was inserted into the basilic vein and the blood return was confirmed, the guidewire was inserted, but it became stuck and could not be advanced to the blood vessel. Therefore, the guidewire and the introducer needle were withdrawn together. After the removal of both the guidewire and the introducer needle from the patient body, the doctor tried to remove the guidewire from the introducer needle, and it was reported that the coil of the guidewire was frayed.